Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio2: 1.5, lab: 3.2; (B)(6) 2011, 1.2, 3.2. Patient self tester is reporting ongoing discrepant low results over two lots. Issues occurring sometime in (B)(6) 2011 and has not tested since. No exact date of occurrences available. On (B)(6) 2011 inratio inr=1.5 lab inr=3.2. After this comparison, patient reported issues to distributor and was sent new strips. Inratio inr=1.2 lab inr=3.2, using new strips sent by distributor. Customer is unable to provide lot numbers. All comparisons between meter and lab done around the same time. Patient self tester brought meter to lab to compare.

Manufacturer narrative:
Investigation pending.